Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited failure to capture and failure to sense. The atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event will continue to be monitored and trended.